Event description:
It was reported that the right ventricular lead had increased impedance, oversensing and noise. The lead has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(6) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows an abrupt increase for min and max v.pace = 704 to 1232 ohms peak between (B)(6) 2011. Two ventricular nonsustained tachycardia episodes of <=190 ms occurred on (B)(6) 2011 23:21:38 and (B)(6) 2011 10:21:53.